Event description:
It was reported that during a lap cholecystectomy procedure, there was a branch broken. The second instrument after a few minutes there was no function. No further information is available. Took hf to continue. There were no adverse consequences to the patient.

Manufacturer narrative:
(B) (4). (B) (4). Information anticipated, but unavailable at this time.